Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. Distal conductor blood/body fluid (not obstructed). Blood in/on helix mechanism (sleeve head). Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the helix would not extend and when forced was bent. Another lead was used. No patient complications were reported as a result of this event.